Event description:
It was reported that the preloaded intraocular lens had a gouge in the center of the lens. The lens was fully inserted and removed from the left eye in the same procedure and replaced with dib)) lens with 19.5d power size.. The issue was observed during implantation. There was no patient injury. There was no medical/surgical intervention required. The patient had fully recovered. From the additional information it as learned that the lens was cut out of the eye. No other information is available.

Manufacturer narrative:
Section a5: unknown/ asked but not available. Section d4- serial number: unknown, information not provided. Section d4- UDI number: a complete UDI number is unknown, as the serial number was not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.